Event description:
It was reported that the patient went to their endocrinologist and was diagnosed with a skin irritation at the infusion site. For treatment, the patient was prescribed a topical cream. The site was irritated and itching. The pod was worn between 4 and 24 hours on the arm.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation. No lot release records were reviewed, as the product lot number was not provided.